Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed, and a cracked downstream occlusion (dso) seal scratched lens, and damaged remote dose connector were identified. A functional test was performed using the occlusion. An accuracy test was also performed and the test passed (+0,293%). To solve the issue, the dso seal will be replaced. Other repairs will be performed, and the device must pass all tests before it is shipped back to the customer.

Event description:
It was reported that the device had a mechanical failure. There was unknown patient involvement. Device analysis identified a cracked downstream occlusion (dso) seal.